Event description:
Information received from the field notes that the patient was admitted to the hospital for a loss of atrial capture in both unipolar and bipolar configurations. An invasive analysis also revealed low lead impedance.~~~~~~~~